Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon preforming his keel cut, he was removing the keel punch by striking the impaction handle in reverse. When doing so he struck the red lever which caused it to fracture and fall off. The spring and red lever fell to the floor they did not enter the patient. Surgeon then completed the surgery using the other impaction handle; there was no delay. Po for replacement to follow shortly.

Manufacturer narrative:
Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.